Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the wake button had to be held down for several seconds before the screen turn on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 330 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, and had an alternate pump available for insulin therapy.